Event description:
The pt reported on (B)(6) 2013, she had a seizure due to low blood glucose (no bg levels provided). The emergency medical tech (emt) was called and upon their arrival; they provided her with assistance a the scene. She did not provide any detail or the type of treatment that was given by the emt and she did not have to go to the hospital. The pod was worn for over 48 hours. There was no add'l bg levels, times or history provided.

Manufacturer narrative:
The product was not returned. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and the emt visit. No product lot number was reported therefore no qualification records were reviewed. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider." And it advises, "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspected that your blood glucose level is low, check your bg level to confirm."